Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was reading inaccurately low compared to another verio flex meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began at 12.30 pm on (B)(6) 2018, alleging that she obtained an alleged inaccurately low blood glucose result of ¿140 mg/dl¿ on the subject meter compared to ¿300 mg/dl¿ on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes with insulin (self-adjuster) and that she made no changes to her normal diabetes management regimen. The patient reported that just before the alleged issue, she developed symptoms of ¿nausea and strong weakness¿. She was treated by a family member with a larger than usual dose of insulin. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. Csr noted that the patient. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.